Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaint confirmed through functional testing. Performed downstream occlusion sensor (dso) calibration. Performed occlusion test, unit passes with no cassette errors. Performed performance verification tests (pvt), unit passes all testing criteria. Updated software. Unit reset to standard configuration.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was constantly giving downstream occlusion error. There was no patient involvement.